Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h6, h10 277 events were previously reported during the reporting period; however, - 1 previously reported event in this report should have been included under MFR report # 0001811755-2021-00219. - 276 previously reported events are included in this follow-up record.   Product return status 269 devices were received. 5 devices were evaluated in the field. 2 devices were not available for evaluation.

Event description:
This report summarizes 276 malfunction events in which the device had paint chips missing. - 276 events had no patient involvement; no patient impact.

Event description:
This report summarizes 277 malfunction events in which the device had paint chips missing. - 277 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 279 events were previously reported during the reporting period; however, - 1 previously reported event in this report should have been included under MFR report # 0001811755-2021-00218. - 1 previously reported event in this report should have been included under MFR report # 0001811755-2021-00219. - 277 previously reported events are included in this follow-up record. Product return status 67 devices were received. 207 devices were evaluated in the field. 2 devices were not available for evaluation. 1 device investigation type has not yet been determined.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 279 events were reported for this quarter. Product return status: 43 devices were received. 142 devices were evaluated in the field. 94 device investigation types have not yet been determined. Additional information: 279 devices were not labeled for single-use. 279 devices were not reprocessed or reused.

Event description:
This report summarizes 279 malfunction events in which the device had paint chips missing. 279 events had no patient involvement; no patient impact.